Manufacturer narrative:
(B)(4).

Event description:
Patient is an ex-smoker with a history of hypertension and renal failure. The physician was attempting to use a resolute onyx (rx) drug eluting stent. The target lesion in the om had moderate calcification. Stent remains in the patient. It was reported that the stent dislodged during delivery to/at the lesion. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis. The stent was not present on the balloon of the delivery system and was not returned for analysis. There was no damage evident to the distal tip of the device. Crimp impressions were visible along the balloon working length. No other damage was noted on the delivery system. Cine image review: review of the returned cardio angiogram images show significant narrowing of the obtuse marginal and the lcx vessels. The images show the attempt to deliver the stent to the obtuse marginal vessel. The attempt to deliver the stent fails and the stent appears to dislodge just distal to the bifurcation of the lcx in the obtuse marginal vessel. Further images shows the deployment of a stent in the lcx vessel. The dislodged stent appears to remain in the obtuse marginal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.